Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information in relation to a remstar auto a-flex unit. The patient alleged that he has a lot of phlegm when waking up; and suspected that this incident is associated with the usage of the device. The device was replaced by a new CPAP device on (B)(6) 2023. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. In addition, the device is very noisy during operation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
As per device evaluation received on 01/10/2024: the device "remstar auto a-flex" was returned to the service center for evaluation and was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In this report, box d, h has been updated/corrected.